Event description:
It was reported that "the balloon did not inflate before use." No patient injury was reported.

Manufacturer narrative:
The catheter that was returned for evaluation had a ruptured balloon with latex material missing. One fogarty embolectomy catheter was returned without the packaging. The catheter was received coiled into a circle. The evaluation included visual examination and notation of any abnormalities such as damaged, incorrect or missing components. The balloon was found ruptured in the central area between the windings. A section of latex appeared to be missing. There was no indication of deterioration to the remaining latex. Both the distal and proximal windings were found to be in good condition with no visible damage. A device history record review was completed and documented that device met all specifications upon distribution. Visual examination was performed using the unaided eyes. Although the complaint was confirmed during the evaluation, there are no indications of a manufacturing non-conformance. It is not known if device handling may have contributed to the event. No actions will be taken at this time.